Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no guidewire returned with lead. Guidewire insertion test was performed using guidewire sample, and result was failed. Performed visual inspection of distal conductor and, no distal conductor distorted was observed. None of the gudiewire fragment was found. A large pieces of dried blood at distance 31 centimeters observed. Analyst commented, guidewire failed insertion, not retraction.

Event description:
It was reported that during the implant procedure, it was observed that the implantable pacing lead (ipl) could hardly rotate with physician's operation, and difficulty crossing tricuspid valve was encountered. After the ipl crossed the tricuspid valve and reached the target position, the guide wire could not be retracted. The physician suspected that the lead was damaged after repeated operation. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.